Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving baclofen (2000 mcg/ml) at a dose of 120.2 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient complained about a weaker tonus, increasing since the end of april after the latest dose adjustment. Since then the dose was gradually decreased. It was also reported that the patient had a feeling that his good right leg could not carry his weight anymore and that he thought the catheter and pump were being "pulled" to the lateral side since two months. When he talks when lying down, he feels that the pump is being pulled to the lateral side in the abdominal wall. The patient also had complained of tension headaches. It was stated these complaints could be caused by a baclofen overdose but that there were no mechanical or electrical pump problems. The device diagnosis was indicated as "not applicable" and the clinical diagnosis was baclofen overdose. Diagnostic methods included examination, x-ray, CT scan without contrast, and laboratory testing on (B)(6) 2018. Examination found hyperesthesia in the right half of the body and the patient reported this in the leg. The left side was better than the right side. The force in the upper limbs was maintained and there was no spasticity. The arm reflexes were weak. Tines test was negative bilaterally at the level of the carpal and cubital tunnel. There was more spasticity in the left leg than the right leg with hyperreflexia left. The wound looked good and there was no vertebral hit pain. The pump was sensitive when put under pressure but not tense. There was a little ecchymosis at the lateral outside of the pump. An x-ray showed no tension of the abdominal catheter and noted the spinal catheter was not visible. CT scan without contrast found no broken or loose material. Laboratory testing found no infection. It was indicated that the event was related to the device or therapy but not related to the implant procedure. It was also indicated that the event was related to the drug (baclofen [2000 mcg/ml] and the drug action that caused the event was "probably a baclofen overdose." Interventions taken were medical/non-surgical therapy of limited decrease of baclofen and the event resulted in an emergency room visit. The outcome of the event was resolved with sequelae (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The primary indication for the device was spinal cord injury.